Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) had enter backup mode due to an event queue overflow. The patient was brought into clinic and the ICD was successfully restored. The patient was in stable condition.